Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implantable neurostimulator (ins) was not holding a charge as long as usual and that the ins battery was becoming hot during charging. Because of this, patient would remove the paddle from their back to allow it to cool down before attempting to charge it again. Patient confirmed that the issue started about a month ago. Patient requested to be connected with a manufacturing representative (rep) for assistance in looking for a new managing healthcare provider (hcp). Agent provided the patient with a physician listing and instructed them to follow up with their hcp to further address the issue. Agent sent a request to repair to replace the lost ac power supply.